Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. Device analysis report attached.